Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 467mg/dl. The caller stated that the customer could not bring down her blood glucose, and they unsure if the basal rates are correct. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the spouse with correcting them. The bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Instructed the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.